Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo 13.2, -11.50 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. The lens tore during injection into the eye. There was patient contact (lens touched the eye) with no patient injury. The lens was implanted, removed, and replaced intraoperatively and this resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
H3 - device evaluation: lens was returned dry, inside a case/vial with clear surgical residue on the lens. Visual inspection found the lens haptic torn and deformed with residue on the lens. Claim#: (B)(4).

Manufacturer narrative:
B3 - date of event: (B)(6) 2019 should be corrected to "unknown". Claim#: (B)(4).